Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system cat3 aspiration catheter (cat3). During the procedure, while loading the cat3 on the terumo glidewire, the hub of the cat3 became bent and kinked. Therefore, the cat3 was removed. The procedure was completed using a new cat3. There was no report of an adverse effect to the patient.